Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was reported to be unavailable. The device history record (DHR) review could not be performed as the serial number of the device is unknown. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of this aortic valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. It was reported this patient's annulus was very thin and fragile. Based on the information received the cause cannot be conclusively determined; however, patient factors and surgical technique may have contributed to the event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 23mm aortic valve was explanted at implant because during expansion of the valve there was a tear in the annulus between the left and non-coronary sinus. The tear was repaired with sutures. The surgeon was not sure about the repair. The valve was explanted in order to use pledgets and a 21mm aortic pericardial valve was used in replacement. The patient's annulus was reported to be very thin and fragile.